Manufacturer narrative:
Foreign source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was concerned that her body was draining the ins too quickly, and now she had to charge more frequently. The patient was charging every few weeks and now charged once a week. She was not sure if settings had changed, or increased. It was noted that the patient was at the clinic and was referred to the manufacturer to explain how her body drains battery. The patient was to follow-up with the clinic on settings, and the issue was not resolved as of (B)(6) 2020. No surgical intervention occurred, or was planned. The patient was also concerned that her body was the cause of her previous drained battery as that one only lasted two years. The patient was not aware of any environmental/external/patient factors that may have led or contributed to the issue. That ins was replaced with a rechargeable ins. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use.